Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s wife reported the patient was lifting an object at work when his sensor pod on the right-side of his abdomen got caught on something and came off. The patient was unsure if the wire broke or detached from the sensor with the wire remaining in his skin. He went to his physician for evaluation on (B)(6) 2019 and was told to call dexcom. Currently, the patient does not have any pain or discomfort at the insertion site. He stated the sensor wire detached and did not remain in his skin. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.